Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report. Associated device: trochanteric nail kit, ti gamma3 11x200mm x 125, 3125-1200s, lot # k159627.

Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this, she observed that the set screw get jammed in the nail. There was a delay of 5 min. A replacement was available.